Manufacturer narrative:
Upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2023-00740.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 4695534, 02-010-03-0315 - logic cr femoral cem, right, sz 1.5; 5545398, 200-02-29 - three peg patella 29mm; 5602889, 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. H6. Investigation results- the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2019 and then approximately 3 years, 10 months later, on (B)(6) 2022, they experienced a revision surgery for unreported reasons. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.